Manufacturer narrative:
No service was requested. The support arm was replaced by the user facility and not returned for investigation. No pictures on the damages were provided. The root cause of the broken support arm has not been conclusively determined but most likely has it been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the support arm holding the patient circuit broke. There was no patient harm. Manufacturer's ref #: (B)(4).